Event description:
Mdt rep stated patient had a cardiac catheter ablation performed on (B)(6) 2024. Prior to the procedure, patient turned implantable neurostimulator (ins) off with handset, but following the procedure, patient was unable to connect to ins to turn it back on. Rep confirmed today that when they attempt to connect to the ins with the handset or tablet, both just keep spinning. Patient didn't know if cardioversion was performed during the ablation procedure. Tech services (tss) walked rep through performing an ins reset command using the tablet. After the reset, when attempting to interrogate ins, it gave a message of "invalid active group", rep selected group a to continue interrogation process but it gave "no device response". Tss reviewed that ins is behaving as if it underwent a cardioversion event and will need to be replaced given that external equipment won't connect. Tss reviewed to return ins for analysis once explanted. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.